Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the left master controller finger clutch was sticking. Prior to calling technical support, user moved to other surgeon side console (dual console system). The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the reported complaint and replaced the master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the mtm, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Manufacturer narrative:
The master tool manipulator (mtm) has been returned and evaluated by the failure analysis (fa) team. Fa confirmed and replicated the reported failure during since cycle. The opto button assembly will be replaced as a fix.

Event description:
Refer to h10/h11 for follow-up information.